Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the issues resolved and the customer successfully filled the cartridges.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.